Event description:
Clinical trial. It was reported that two days following a coronary artery drug eluting stenting treatment procedure the pt expired. The index procedure identified one long, 3.0x25mm, 99% stenosed, moderately tortuous lesion extending from the lmca (left main coronary artery) to the proximal lad (left anterior descending). The lesion was predilated with a guidant voyager 2.5x15mm balloon, a 3.0x28mm taxus liberte drug eluting stent was deployed at 16atm, and post dilation was performed with a guidant powersail 3.0x13mm balloon at 18atm resulting in 0% residual stenosis. Two other non-study stents were placed during this procedure: a firebird drug eluting stent in the mid rca (right coronary artery) and a clearflex bare metal stent in the proximal rca. The pt expired two days following the index procedure and prior to discharge due to ventricular fibrillation. The event was listed as "unrelated" to the study device. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.